Manufacturer narrative:
This report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The event is captured by edwards lifesciences under complaint #:(B)(4) b2 - other serious: in this case there was no reintervention performed. However, there is a potential for reintervention. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The device was not returned for evaluation as it remained implanted. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist who was present on the site. Available information suggests imaging related issues likely contributed to the event since per event description, imaging quality on the tricuspid valve was very bad in rv inflow tract, biplane and no transgastric long or short axis view possible (leaflets were not seen in any view). Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from netherlands, edwards received notification of a pascal precision ace procedure in tricuspid position. During procedure a single leaflet device attachment (slda) occurred after release of the first device. Patient had severe functional tricuspid regurgitation (tr). Imaging quality on the tricuspid valve was very bad in rv inflow tract, biplane and no transgastric long or short axis view possible (leaflets were not seen in any view). Physician started the procedure with a 1st device placed central. It was difficult to assess the leaflet insertion and there were doubts on septal leaflet. None of the leaflet capturing was seen on echo. A 2d ice catheter was attempted to be used but without success. Tee was the only option to try to assess leaflet insertion, which was impossibe. The physician decided to release the implant even with low confidence in imagery. After release slda was noted on the septal leaflet. The slda was not stabilized and tr remained the same as before the procedure (massive).(B)(4).